Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewound. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer was advised that when battery cap arrives to insert a fresh battery and insulin pump is expected to display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional's instructions until replacement cap arrives. The insulin pump will not be returned for analysis.